Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. The unit was analyzed and upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 8 replicating the reported event. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 8. Once testing was completed, springs were aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported to technical service engineer (tse) that the master tool manipulator right (mtmr) seems out of calibration, and it turned to the right. Tse viewed logs and no associated errors. The surgeon stated this has been like this for a while; however, no other issues were observed. The procedure was completing as planned with no reported injury.